Manufacturer narrative:
(B)(4). The set has been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported set leaked at the upper fitment. No pt harm or medical intervention required. Customer states that no further pt or event info is available.